Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The perforator was returned for evaluation: DHR: there is no indication that the production process may have contributed to this complaint. Failure analysis - the perforator unit was inspected using the unaided eye: organic matter and a worn eto label were present. IFU testing performed with no observed anomalies. Functional testing: the unit was found to perform as intended and fulfilled the acceptance criteria. The returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Even though the complaint was not confirmed, some possible root causes related to perforators plunging include warnings from the IFU such as not deviating from keeping the perforator entirely perpendicular to the skull, the quality of the bone being drilled into, or not performing the usage test prior to each burr hole. Other possibilities for root cause of failure from the fmea include, re-sterilization (product should not be re-sterilized or reused), or used for multiple burr holes and pin is deformed. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator failed to disengage and plunged into the dura. No further information was provided.